Event description:
It was reported that during breast biopsy while deploying the clip the customer experienced no deployment with the marker, the second device sheared when removed. It sheared in the probe. The third marker was removed as a system after deployment. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.